Event description:
It was reported the applicator is blocked and is impossible to introduce and remove the clip. There was no alleged patient involvement. No further information available.

Manufacturer narrative:
Device sample requested, but not received. Investigation report not available at time of this report.